Event description:
It was reported that during the procedure, a 7mm x 100mm on a 135cm armada 35 balloon dilatation catheter (bdc) was advanced to a heavily calcified lesion in the heavily tortuous distal popliteal artery with some resistance felt due to the heavy calcification and slight force was applied to cross the lesion. The armada 35 balloon was inflated to nominal pressure, however, the lesion would not dilate due to the heavy calcification. The balloon pressure was then increased to the rated burst pressure, but the lesion would still not dilate. The balloon pressure was increased again to 25 atmospheres when the balloon ruptured. The armada 35 bdc was withdrawn from the anatomy without resistance. Another same size armada 35 was able to successfully dilate the lesion and an unspecified stent was then implanted, completing the procedure. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). Above rated burst pressure (rbp); against resistance. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. It should be noted the armada 35/armada 35 ll percutaneous transluminal angioplasty (pta) instructions for use (IFU) states: do not advance the armada 35/armada 35 ll pta catheter against significant resistance. The cause of resistance should be determined via fluoroscopy and remedial action taken. It should also be noted that the IFU states: inflation in excess of the rated burst pressure may cause the balloon to rupture. Use of a pressure monitoring device is recommended. It is likely that the balloon interacted with the calcified lesion upon over inflation, such that it became damaged (scratched) and ruptured as a result. Based on the information provided, the reported difficulties appear to be related to circumstances of the procedure and not a product quality deficiency. Based on the information reviewed, there is no indication of a product deficiency.